Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated outside the patient's body up to 5atm at first inflation. However, it was noted that the balloon ruptured and there was pinhole. The balloon was removed without any problem and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated outside the patient's body up to 5atm at first inflation. However, it was noted that the balloon ruptured and there was pinhole. The balloon was removed without any problem and the procedure was completed with a different device. No complications were reported and the patient was good post procedure. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery, first to second right posterolateral segment. The device entered the patient's body.

Manufacturer narrative:
E1 - initial reporter address: (B)(6) .